Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor, press plug, spacer, and rotor. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece overheated during a routine maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.